Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire, and the core separation and kink/bend were confirmed. The reported difficulty to remove was unable to be confirmed due to the returned condition of the device. There was no damage noted on the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported core kink, difficulty to remove and core separation appears to be related to operational circumstances of the procedure. In this case, based on the reported information and return analysis, it is likely that manipulation and/or inadvertent mishandling during the procedure, the guide wire core kinked resulting in the difficulty to remove from the non-abbott diagnostic catheter. Manipulation of the guide wire post procedure ultimately resulted in the core separation. There was a bend at the separation as if kinked prior to the separation. The noted prolapsed tip and stretched coils likely occurred during retraction against resistance during retraction. The teflon coating damage likely occurred during retraction through the torque device and/or other accessory devices used in the procedure. The noted bends on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the radial artery. A balance middleweight (bmw) universal ii guide wire advanced without resistance. During removal, mild resistance was noted within a non-abbott diagnostic catheter, and a kink was noted in the core. After removal, the core of the guide wire separated while being barely handled outside the anatomy. The patient is fine. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.